Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected longevity. The patient also has been feeling symptoms of fatigue after the alert tone sounds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4512 competitive implantable pacing lead (B)(6) 2003 0157 competitive implantable tachy lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.